Manufacturer narrative:
(B)(4). The device was returned for investigation. The reported defect could not be detected on the returned sample. The customer complaint was not confirmed.

Event description:
It was reported that there was incomplete deflation of the white cuff of a tracheal tube. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)